Manufacturer narrative:
A hardware analysis was initiated to determine the probable cause of the issue. Analysis found that the returned frame was very worn. As reported, one of the four posts is loose. The frame was otherwise fully functional returning good geometry and divot error readings with normal tracking. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient age not available at the time of report. Patient weight not available at the time of report. Serial/lot number not available at the time of report. No parts have been returned to the manufacturer for analysis. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. It was reported that the site had a damaged spine reference frame. The post was starting to back out. It was noted that the site was able to screw it back in to continue the case. There was no surgical delay and no impact on patient outcome.